Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high," although the specific value was unknown. The customer managed the high bg level by administering a correction injection via multiple daily injections (mdi). Reportedly, the customer changed the infusion set and cartridge, and resumed insulin without requiring third-party assistance.